Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir of the insulin pump was leaking at p-cap and it was forming air bubbles which caused high blood glucose. The blood glucose level of the customer was 15 mmol/l. Troubleshooting was not performed and the product will return for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not air bubbles. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).